Manufacturer narrative:
Although the surgical lead was never implanted, manufacturing records were reviewed and no nonconformities were found. The device was not available for return.

Event description:
It was reported to nevro that during a surgical lead implant procedure, a patient experienced motor deficit. The trauma to the spinal cord is thought to have occurred due to surgical instrument use. The case was aborted prior to insertion of the nevro lead. The patient regained motor response and there is no further report of complication.